Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review identified that the reported issue was not related to any previous repairs. A standardized accuracy test was performed as per the tsm of 20ml delivery volume. The reported problem was duplicated as the pump was programmed to delivery 20ml at a tolerance of 18.2ml-22.2ml (-9% to 11%) but after the test had delivered 22.6ml of fluid which is outside of tolerance. To solve the problem, the device was calibrated to get delivery accuracy within tolerance. After the device calibration the accuracy test was then run again and produced a result of 19.8ml delivered which is now within spec.

Event description:
It was reported that the device was running at 3 milliliters per hour instead of 2.5 milliliters per hour. The event occurred during testing and there was no patient involvement, and no patient harm/adverse event reported.